Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. UDI # (B)(4). The device history record for zimmer skin graft mesher serial number (B)(4) were reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The record review found no issues with the device and all verifications, inspections, and tests were successfully completed. Using the machine-repair reports and the repair sites folders on livelink to query for all repairs on serial number (B)(4) prior to 2 april 2019, the device was noted to have not been previously repaired. On 2 april 2019, it was reported from loyola university medical center that a mesher would not ratchet or mesh properly and that a carrier broke. The customer returned a zimmer skin graft mesher serial number (B)(4) for evaluation. Evaluation of the device on 10 april 2019 noted that the device was out of calibration specifications and that the roller and roller gear were damaged on the device. The device produced a passing test mesh. Repair of the mesher occurred the same day and involved replacing roller and roller gear. The technician then tested and verified that the device was functioning as intended, then returned the device to the customer without further incident. The device was tested, inspected, and repaired. Reference number (B)(4) on 2 april 2019. No failure was noted with the ratchet or the carrier during evaluation. In addition, while the device produced a passing test mesh prior to repair, no cutters were provided with the device to determine if the cutter could have caused the failure. As such, a specific root cause of the reported mesher not ratcheting properly, not meshing properly, or for a damaged carrier cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information.

Manufacturer narrative:
(B)(4). The device has been returned for evaluation and investigation is in process. Once the investigation is completed, a supplemental report will be filed accordingly.

Event description:
It was reported that the device did not ratchet / did not fully perf skin and did not meshing properly. The event occurred during surgery and there was no harm, a delay reported. It was reported that there was no specific information about the device, or the surgery it was used during, but the customer stated that they are having problems, mostly the carriers breaking and not meshing the skin correctly. Stated most of the time it was issues with the cutters and the handles not turning correctly. Stated that they "just needed to be looked at" and it is "very irritating" that they are having issues. Event occurred during surgery; there was no patient harm, they are having to spend time during surgeries preparing alternate meshers; she was unable to estimate the delay. No additional consequences were reported.